Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15001157 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Action taken: no corrective or preventive action will be taken, given that; with the information provided the reported failure does not appear to be related to the manufacturing process. Myocardial infarction (mi) or acute myocardial infarction (ami), commonly known as a heart attack is the interruption of blood supply to part of the heart, causing some heart cells to die. This is most commonly due to occlusion (blockage) of a coronary artery following the rupture of a vulnerable atherosclerotic plaque, which is an unstable collection of lipids (fatty acids) and white blood cells (especially macrophages) in the wall of an artery. The etiology of the mi is likely related to the patients significant medical history. There is no medical evidence to suggest a relationship between carotid stent implantation and the reported mi. In-stent restenosis (isr) is associated with the progression of atherosclerotic disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-arterial stent placement is a treatment of the disease process, it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Vessel occlusion, restenosis, intimal hyperplasia or recurrent strictures are well known documented potential complications of this type of procedure and are listed in the IFU as such. Isr is more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Factors that may have influenced this event include patient, procedural, pharmacological and lesion.

Manufacturer narrative:
The event and conclusion previously reported remain the same.

Event description:
The report is from the (B)(4) study. The patient was a (B)(6) female with a history of hyperlipidemia and smoking. The target lesion was the ostium of the right internal carotid artery. Pre-procedure stenosis was 90%. Lesion length was 10mm long and 4.5mm in diameter. A precise pro rx 6 x 40 mm stent was deployed in the lesion. Post-procedure stenosis was 25%. An angioguard rx, size 5, was successfully deployed or retrieved. The patient was discharged the following day. Approximately 6 months post-procedure, the patient returned with an 85% stenosis of the rica. The patient was treated with angioplasty with distal protection. The patient suffered an mi on the same day.

Event description:
The report is from (B)(4) study. The patient was a (B)(4) male with a history of severe pulmonary disease, hyperlipidemia, smoking, coronary artery disease, and hypertension. The target lesion was the ostium of the right internal carotid artery. Pre-procedure stenosis was 90%. The lesion was 20mm long and 6mm in diameter. The lesion was pre-dilated. The lesion was mildly calcified and mildly tortuous. A precise rx 7 x 40mm stent was deployed in the target lesion. An angioguard rx, size 6 basket, was successfully deployed and retrieved. Post-procedure stenosis was 30%. The day following the procedure, the patient had a myocardial infarction. The patient was discharged 6 days later. Approximately 9 months post procedure, returned with an 85% stenosis of the rica. The patient was treated with angioplasty with distal protection